Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that a revision procedure was performed to reposition this implantable device due to patient discomfort. There was no evidence of erosion or skin redness. No additional adverse patient effects were reported.